Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent separation was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. The return analysis did not confirm the reported stent separation; however, the stent implant did have deformation (bent and stretched struts). It is possible that the account falsely identified the observed deformation as a break; however, this cannot be confirmed. It is likely the stent interacted with accessory devices and/or difficult anatomy during the procedure resulting in the observed stent deformation. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The rx xience proa device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the 3.5x28 mm xience proa stent separated while inside the unspecified catheter. Therefore, the device was not used and was removed. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.